Event description:
Consumer called to report getting higher readings with certain test strips when using patient's meter. Analysis run on clark error grid using mean avg readings (161) as reference point vs. Bd readings (47,275) yielded some data points in the c range of the grid, outside acceptable limits.